Event description:
Reportedly, about 3 minutes after starting an ablation, water leakage occurred from the joint of the handle. Then, temperature got unstable and the surgeon stopped using the device. The procedure was completed with another needle.